Event description:
Dr. Was placing a brand new groshong catheter,while gently pulling back to bring the catheter into the correct position thru the tunneled track and the cuff which should be attached to the catheter came detached from the catheter. We believe the cuff was left behind under the skin within the tunnel. During the placement of a groshong catheter, the cuff became detached from the catheter and was unintentionally left behind in the tunneled subcutaneous fat layer rather than remaining attached at the catheter. Why: the cuff did not remain securely attached to the catheter during tunneling unsure if cuff did not remain securely attached to the catheter during tunneling, likely due to tension, manipulation, or inadequate seating of the cuff prior to insertion unsure if product failure - saved catheter and will return to manufacturer for follow up and inspection. Quality improvement: add a required procedural step to confirm cuff attachment before tunneling and again immediately after tunneling but before the catheter is secured during tunneling, if resistance, unusual tension, or unexpected movement is felt, staff should pause the procedure, inspect the catheter, and verify cuff position documentation of cuff verification and establish a clear pathway for escalating concerns during catheter placement outcome: the retained cuff was identified. No immediate complications were reported; however, the event created the potential risk for infection, inflammation, or the need for further intervention. Implementing improved verification steps will enhance procedural safety, reduce preventable complications, and ensure more reliable catheter placement for future patients